Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.

Event description:
The nurse observed leakage near the oval disc during parenteral nutrition of neonate. The catheter was removed and another one was inserted. After 24 hours, the nurse observed that the catheter was leaking in the same location of the one used before.